Manufacturer narrative:
Additional information received on 05/22/2019 indicated the patient will undergo removal on (B)(6) 2019. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation, traumatic injury unrelated to device. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) hispanic female patient underwent a breast augmentation primary with a saline mentor smooth round moderate profile 375cc breast implant. The patient had a car accident and experienced deflation on the left side. As a result, the patient underwent removal on (B)(6) 2019.